Manufacturer narrative:
Update to d9: device available for evaluation=no. Update to h3: although requested, customer did not return devices. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Retained devices were also tested with cut-off standards. The results were read at 3 minutes and all devices yielded the expected positive results. No false results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. No details regarding technique, storage, or handling could be obtained. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: · false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
(B)(4).

Event description:
Unspecified date: customer reports "false reads" on the medline hcg urine cassette test kit. Although requested, no further information was able to be obtained from the customer; customer unresponsive. No adverse outcomes were reported.